Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿no comm¿. The failure occurred during start up of the device. The device was restarted and the failure was gone. The device was then used for patient treatment and the error message ¿no comm¿ was displayed again. No harm to any person occurred. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a rotaflow displayed the error message ¿no comm¿. The failure occurred during start up of the device. The device was restarted and the failure was gone. The device was then used for patient treatment and the error message ¿no comm¿ was displayed again. No harm to any person occurred. A getinge service technician checked the affected rotaflow (serial#(B)(6) ) according to factory specifications. The technician confirmed that the rotaflow is working as intended. The hl20 that was also used for the treatment caused the reported failure on the rotaflow. Based on these investigation results the reported failure could be confirmed. The most probable root cause could be determined according to the instruction for use (instructions for use / 4.4 / en / 15; chapter 8.1.1 physiological alarms) as a communication error with the hl 20. This causes the rotaflow to display the error message "no comm". The review of the non-conformities has been performed on 2022-07-19 for the period of 2011-05-01 to 2022-07-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2011-05-01. When the event occurred, the device was being used for patient treatment. The product was directly involved in the event. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).